Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the sensor had sensor error, change sensor, calibration error, sensor glucose and blood glucose reading discrepancy and threshold suspend happened. Troubleshooting was done. Customer's blood glucose was 158 mg/dl. Customer stated insulin pump alarmed low threshold suspend at 40mg/dl and blood glucose was 158 mg/dl. Customer changed sensor and got calibration error and changed sensor. Advised the customer the sensors would be replaced. No further information provided.